Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, gas delivery engine will be ordered for this unit since the fan circuit in the power driver pcb has failed.

Event description:
The customer reported that the avea ventilator alarmed fan failure. At this time, there is no information about patient involvement associated with this reported event.